Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the plan task and caused no delay to the surgery. It was reported that the site had planned two trajectories on the left and one on the right. The frame coordinates and physical plans on the anatomy showed up correctly, but all the plans were showing up on the left side when going into full-screen view from the plan. The site had switched the reference exam. The medtronic representative (mr) was outside the room, but was going to have the surgeon redefine midline to see if that resolved the issue. The mr reported that redefining the midline resolved the issue. The surgery was completed with navigation and there was no impact on patient outcome.